Manufacturer narrative:
Insulin pump was received with intermittent act button response due to moisture damaged on keypad traces. Keypad connector was fully locked. The insulin pump passed the displacement test. Insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, scratched reservoir tube window, missing end cap sticker and stained address/serial number label.

Event description:
The product return for unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.